Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 15001086 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. An excursion (seal test) was found, (B) (4) was open; given data was within specification requirements no action was taken. Pre-crimping and crimping data were reviewed and no anomalies were observed.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician implanted a palmaz genesis 6.0 x 15/12 stent at 10 atm off-label in the left renal artery target lesion. During inflation, it was noted that the stent was deployed distal to the intended target lesion. The physician then chose a palmaz genesis 6.0 x 12 stent to cover the target lesion and as this stent was being advanced, the previously deployed stent was pushed further distally. The palmaz genesis 6.0 x 12 stent was then judged to be too small to fully cover the target lesion and was removed from the pt. A palmaz genesis 6.0 x 17/15 was then implanted in overlapping fashion to fully cover the target lesion. The left renal artery target lesion was reported to be calcified. The lesion was pre-dilated with an aviator plus 4.0 x 15 mm balloon catheter at 10 atm for 20 sec. The procedure was elective and the access site was femoral. There was no reported difficulty accessing the target lesion. The procedure was completed successfully. There was no reported pt injury.